Manufacturer narrative:
Section h10: (h3) pending evaluation. (D10) concomitant device(s): (B)(6), 02-010-03-0340 - logic cr femoral cem, right, sz 4; (B)(6), 02-012-45-4050 - lgc tibial fit tray cem sz 4f / 5t; (B)(6), 200-02-38 - three peg patella 38mm; (B)(6), 201-78-15 - holding pin mini sharp point 4 pk; (B)(6), 201-78-81 - 3 trocar, mod. Hex 2pk; (B)(6), 201-78-81 - 3 trocar, mod. Hex 2pk; (B)(6), 201-78-81 - 3 trocar, mod. Hex 2pk; (B)(6), 203-96-40 - (11-3661) stryker sys 6 90x25x1.27; 332364, 203-96-42 - (11-3671) stryker sys 6 90x13/21x1.19; (B)(6), 521-78-23 - threaded pin size 2.3 collared; (B)(6), 521-78-23 - threaded pin size 2.3 collared; (B)(6), 521-78-36 - threaded pin size 5.1 collarless; 4043019066, a10012 - gps implant kit v2.

Event description:
As reported, approximately 4 years post op initial right tka, this 76 y/o male patient was revised due to poly wear. Liner was exchanged. Patient was last known to be in stable condition following the event. No other patient information/medical history provided. Unable to obtain x-rays. Product not returning - disposed at the hospital.

Manufacturer narrative:
The revision reported was likely the result of prosthesis wear as stated in the experience report. However, the device was not returned for evaluation and, aside from the lateral edge deformation, the photographed tibial insert does not show signs of wear that are inconsistent with an implanted device. A contributing factor to the concern for possible wear may have been the result of the insert being packaged in a non-conforming vacuum bag for more than five years. *the following sections have corrected information: (h6) component code: 734, bearings.